Manufacturer narrative:
Subject: qv otc, nose bleed when swabbing nostrils--tss advised please retest swabbing nostril that did not bleed. Investigation conclusion: qv otc, nose bleed when swabbing nostrils--tss advised please retest swabbing nostril that did not bleed. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Qv otc, nose bleed when swabbing nostrils--tss advised please retest swabbing nostril that did not bleed.